Event description:
Procedure performed: robotic nephrectomy. Event description: images in attachments. The string snapped whilst bringing the bag back (I'm sure this is a one of as your consumables are usually bob on). This was then brought out using one of the clips that was in theatre at the time with no harm to the patient. Additional information received from applied medical representative via email on 11feb26: the kidney was still in the bag at the time the string came off. We were in the process of taking the bag out of the patient when it happened. No cord fragmentation. Cord came off intact. No damage to the bag other than the string coming off. No spillage. The kidney was contained in the bag. Regarding the retrieval clip applied to assist with removal of the bag, can¿t recall if a clip was on at the time of the strong coming off. Very little pressure was applied to the string. This hasn¿t happened before. The bag remained closed and we were able to safely extract the bag with the kidney inside. Additional information received from nca via email on 11feb26: laparoscopic inzii retrieval system string broke when surgeon was pulling bag out of patient. Luckily string was retrieved in one full piece and bag was also retrieved with specimen still inside the bag. Both bag and specimen was retrieved from patient safely. Type of intervention: the kidney was still in the bag at the time the string came off. We were in the process of taking the bag out of the patient when it happened patient status: no harm to patient

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report/final will be provided upon completion of the investigation.